Event description:
A family member reported that the patient noticed the screen on the pump was black when she woke up this morning. The family member confirmed that a lithium battery was in use. While the family member was on the phone with animas customer support (cs), he was able to reboot after inserting a new alkaline battery, but then the screen turned off again. The family member stated that there is no structural damage to the battery cap or the battery compartment; confirmed that there is no corrosion in the battery compartment; and noted that the battery cap is properly secured and the yellow o-ring is not visible. He stated that the battery cap was last changed (B)(6) ago. The family member noted that there is a crack in the upper left corner of the lcd screen. He stated that the pump has not been exposed to water. This complaint is being reported due to the alleged power loss.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was unable to power on. Evidence of moisture ingress was visible through the display screen. The pump's audio bolus button was found to be detached and was found to leak during the pump leak test. The pump was opened and moisture damage was observed on the pcb components.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.